Event description:
This ra lead was implanted on (B)(6)2014 and remains implanted at this time. A call was placed to technical services on 07/16/2018 stating that an automatic mode switch from bipolar to unipolar occurred on (B)(6)2018 due to an ra pace impedance measurement of greater than 2000 ohms. The implanting physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).